Event description:
It was reported while using bd 10ml syringe slip tip with bd precisionglide¿ needle 21g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: spot was found before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2022 h6: investigation summary one photo and one actual sample with open packaging were received by our quality team for evaluation. From the photo, brown foreign matter was observed on the assembled needle. The sample was subjected to visual inspection and a brown liquid-like foreign matter was observed on the outer surface of the needle hub and inside the needle shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process for the needle assembly was reviewed. The probable root cause could be the brown fluid droplet on the metal plate due to the outgassing process. H3 other text : see h10

Event description:
It was reported while using bd 10ml syringe slip tip with bd precisionglide¿ needle 21g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: spot was found before use.